Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6)2020, the patient stated that she passed out at home. She did not report any other symptoms prior to passing out. Her father called the paramedics. The paramedics checked a fingerstick bg and the value was 20 mg/dl; however, the cgm was reading 150 mg/dl. She was given an intravenous (IV) therapy with d12 and did not go to the hospital. At the time of report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.